Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty acheiving wireless telemetry with device. It was also reported that interrogation was sucessful from the telemetry head. The device remains active. No patient complications have been reported as a result of this event.